Manufacturer narrative:
Insulin pump alarmed unexpected restart alarm after battery change causing to reset insulin pump setting due to faulty connector on interface board. No signal too low alarm noted. Device function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that the device needed to be reprogrammed after battery change. Customer's blood glucose was unknown. During troubleshooting, found signal too low alarm and unexpected restart alarm. Customer mentioned the device was not stored or not in use for an extended period of time. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.